Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation and the patient experienced cardiac tamponade that required pericardiocentesis. After the patient left and right pvi were performed, the patient's blood pressure decreased. It was checked whether pericardial effusion was present by echocardiography, and pericardial effusion was confirmed. Pericardiocentesis was performed. Immediately after pericardiocentesis was performed, blood pressure restored. As time passed and blood pressure decreased, the patient was transported to another hospital. Extended hospitalization was noted. Coloring settings used for visitag was tag index. Visitag additional filter used was fot. No abnormalities observed prior to or during use of the product. Ablations performed were done with radiofrequency. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 04-aug-2025. It was reported that the patient required cardiac surgery for perforation/oozing from left atrial appendage. There was one catheter exchange that occurred during the procedure, and one transseptal puncture site was performed during the procedure. The transseptal puncture was performed with accusafe. There was one ablation within the pulmonary veins performed with radiofrequency (rf), and none outside the pulmonary veins. No evidence of steam pop. The flow settings for irrigated catheter used were 2ml, qmode+(during ablation):8ml, qmode(during ablation):4-15ml. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. Correction to the initial report: h 6. Health effect - clinical code was updated to cardiac perforation (e0604) the code of surgical intervention (f19) was added to h 6. Health effect - impact code. The concomitant product section was updated with the addition of accusafe transseptal puncture wire, as well as the updated product names for ngen generator and ngen pump. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31572771l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).